Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. There is no report of pt injury or death.